Event description:
The customer observed two architect error messages (1350, 1051) for the clinical chemistry alkaline phosphatase assay when quality controls were run with reagent lot 71628un10. The customer was advised to restore all assay configuration settings after the customer changed assay configuration absorbance range parameters in an attempt to troubleshoot the issue. Upon further review of the issue, the customer noticed mold in the r2 reagent cartridge. The customer was advised to discard the suspect reagent. It was later determined the customer used the suspect reagent despite the customer communication letter of the recalled reagent. There was no impact to patient management.

Manufacturer narrative:
No consequences or impact to patient (B)(4); contamination during use (B)(4). The cause of the clinical chemistry alkaline phosphatase reagents failed to calibrate/generate results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers to inform them to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.